Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 235 mg/dl. Reportedly, customer was using cartridge for more than 3 days with cold insulin. Tandem's technical support educated customer on cartridge labeling.